Event description:
It was reported that pump displayed malfunction alarm code 12 with associated fault ID and that the issue continued even after pump was reset. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support assisted with resetting pump, arranged shipment of replacement pump with updated software, confirmed shipping details, and instructed customer on putting pump into storage mode, returning malfunctioning pump within required timeframe, and programming pump settings and reconnecting continuous glucose monitor on replacement pump.